Event description:
Per importer's MDR: (B)(6) 2012 - rbs - it was reported by the territory business manager that the in66ahanfr mechanical wheelchair caster housing was not holding, and was bending underneath the unit. There was no pt injury reported.